Manufacturer narrative:
B5 describe event or problem - updated. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a faradrive steerable sheath clear was selected for use. During insertion of a farawave catheter, when backflow was confirmed, air was aspirated from the side port of the faradrive steerable sheath clear. The procedure was completed using different faradrive steerable sheath clear. No patient complications occurred. The product is not expected to return as it was discarded at the facility. It was further reported a pressure bag was used for irrigation. No air in patient was observed. A farawave catheter had been inside the sheath prior to, and/or at the time, the air was observed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a faradrive steerable sheath clear was selected for use. During insertion of a farawave catheter, when backflow was confirmed, air was aspirated from the side port of the faradrive steerable sheath clear. The procedure was completed using different faradrive steerable sheath clear. No patient complications occurred. The product is not expected to return as it was discarded at the facility.